Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient contacted boston scientific technical services regarding beeping tones from their implanted device. Technical services analyzed the remote monitoring data where it was seen the beeping was due to an alert for high, out of range pacing impedance (>2000 ohms) from a competitor's right atrial (ra) lead. It was recommended to contact their clinic to reprogram the alert settings as the ra lead is not in use due to the patient's chronic atrial fibrillation (afib). At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.